Event description:
It was reported that the event involved a male patient, post myocardial infarction (mi). At 1 pm the registered nurse phoned the clinical support specialist (css) directly and stated that the intra-aortic balloon (iab) had been placed by the cardiologist in the cath lab and the position was confirmed. The intra-aortic balloon pump (iabp) was pumping fine in autopilot. The registered nurse in the intensive care unit (ICU) wanted to see if they could get the fiber optix sensor (fos) working. The css asked the registered nurse what the icon looked like. It was a black light bulb in a blue square. The css had the registered nurse check the fos status codes. According to the registered nurse they were ll (low light return) and re (ratiometric error). The css had the registered nurse disconnect the fos connection and cal key and reinsert them. There was no audible tone or icon change. The css had her try connecting the fos connection and cal key to a second iabp. There was no audible tone or icon change. The fos status on the second pump was ll and re. The css explained that they would have to continue to use the central lumen arterial line since the fos was not working. A second call was received by the css on her direct line at 6:52 pm. Per the registered nurse, after the first call the patient began complaining about abdominal pain and became very restless. The registered nurse said that they noted blood in the gas tubing on the iab. They tried to pump, but got high pressure alarms. The css asked the registered nurse if they had any other alarms on the pump prior to finding blood in the tubing. The registered nurse stated that the nurse that was taking care of the patient did state that shortly after they received the patient from the cath lab, the pump had about three helium loss alarms. The registered nurse stated that the nurse could not find anything wrong and as a result, the nurse reset the pump; it was pumping. They did an ultrasound on the patient's abdomen and it was determined that there was a mesenteric artery tear. The surgeon decided to remove the first iab and place a second iab. The second iab was functioning correctly. The patient had not been restless until he began having abdominal pain. The surgeon that removed the iab and placed the second iab stated that "he has never seen this happen before. It is unclear how the mesenteric artery tear occurred." Additional information received stated the patient did not have a tortuous anatomy. The iab insertion was without difficulty or complications, prior to the patient being moved to the intensive care unit. When the patient began to have abdominal pain, the ultrasound was performed and at that time air was noticed in the patient's spleen and the mesenteric artery was torn. The second iab was inserted into the same insertion site as the first iab. Blood backed up into the pump and as a result, the pump was sent to biomed. An update received stated that as of (B)(6) 2013, the patient was in stable condition. Additional information received on (B)(6) 2013, stated the css spoke with registered nurse in the cath lab today. The patient was hemodynamically stable. The pump and iab were functioning appropriately. They had found that the patient had three vessel disease on the cath. The registered nurse also told the css that blood did get back into the pump, so that pump is currently in the biomed department.

Manufacturer narrative:
(B)(4).